Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included pregnancy. Concurrent conditions included anemia, anxiety, depression, type ii diabetes mellitus, breast lump, panic attacks, stress since (B)(6) 2009, genital bleeding since (B)(6) 2010, fatigue, dizziness since (B)(6) 2010, vaginal pain since (B)(6) 2011, vaginitis since (B)(6) 2011, bacterial vaginosis since (B)(6) 2011, uti since (B)(6) 2011 and ovarian cyst since (B)(6) 2011. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as salbutamol (proventil). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), adnexa uteri pain ("pain ovaries"), abdominal pain lower ("pain lower abdomen"), back pain ("pain back") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal, total hysterectomy (uterus and cervix removed)). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, adnexa uteri pain, abdominal pain lower, back pain and abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received, demographics added, reporters added, product indication added, device insertion date updated. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vaginal discharge, ovaries pain, lower abdomen pain, back pain, bloating, patient did not undergo essure confirmation test added. Concomitant drugs added, concomitant and historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.